Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outflow elbow) was returned detached from the pump¿s outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of (B)(4), examination of the rotor revealed a small, flat, tissue-like deposition on one of the rotor blades. The lack of laminated layering and lack of areas of denaturation suggest that this deposition was not present for an extended period of time while (B)(4) was supporting the patient. In addition, the deposition did not appear to have formed in this location and likely, originally formed elsewhere. Further examination of the proximal side of the outlet stator revealed a small, tissue-like deposition adjacent to the bearing ball. Although the origin of this deposition could not be determined, it was similar in color and texture to the rotor deposition, suggesting that it may have potentially broken off from the rotor thrombus before lodging in the outlet stator. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions or similar depositions were in the pump during operation, they could have potentially contributed to the report of elevated ldh. Upon removal of the depositions, the pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, document 106020, rev. H is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 of this document also provides details regarding the recommended anticoagulation therapy and inr range. Section 1 of this IFU provides information regarding all pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 5 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient a lactate dehydrogenase (ldh) of 1394 u/l (with an upper limit of normal ldh being 260). Urine was a "vernors" color in the morning, otherwise was clear. The patient had stable pump parameters, no alarms, no heart failure symptoms. A review of the log file by the manufacturers technical services representative showed the highest power being 7.5w and the highest flow recorded was 9 lpm. At a fixed speed of 9200 rpm these powers and flows were stated to be within normal limits. No other unusual events noted. Additional information received on 7jan2019 stated that the patient underwent an hmii to hm3 pump replacement for suspected thrombosis. The pump was returned for evaluation. No further information was reported.